Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, when using the trigger, the noise was louder and the hook of the clamp broke in two parts. The needle and the wire remained attached to the end of the clamp. Longer duration of the intervention with the use of a new digitex. Increased bleeding.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information, corrected lot number, and the evaluation of the returned device. One digitex suture delivery device and two suture cartridges were received for evaluation. Examination of the device revealed the head of the digitex device was broken. It was noted that the digitex device was not bent to 15 degrees. Microscopic examination revealed no damage to the suture cap housing of the device. The black suture cap and suture line were detached from one of the suture cartridges. No damage to the suture cap was observed. No anomalies were noted with the second suture cartridge. The information received indicated when using the trigger, the noise is louder, the hook of the clamp broke in two parts. The needle and the wire remained attached to the end of the clamp. Quality's examination of the returned device revealed a break in the head of the device. The complaint is confirmed as reported. No damage was observed on the inside of the suture cap housing, indicating that improper pressure was applied to the device during deployment of the needle such that the sacrospinous ligament was never punctured. The most likely root cause of the event may be attributed to the improper force applied to the device during use, combined with the resistant force of the ligament, resulting in the material of the digitex head to fracture and separate. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5666906. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, the digitex was positioned on the tendinous arch of the left internal muscle. When pressing the trigger, the usually discreet noise that signals the capture of the suture is this time stronger: the hook of the clamp has broken in 2 parts. The needle and the suture remained fixed to the broken end of the forceps. Patient outcome: extension of the duration of the intervention with the use of a new digitex. Increased bleeding.